Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was underpacing due to the right ventricular (rv) lead was suspected in bigeminism or sensing premature ventricular contraction (pvc) in every other bit. The technical services (ts) recommended to invite the patient for an in-clinic follow up to check therapy and programming in order to improve the situation. This crt-p remains in service. No adverse patient effects were reported.